Event description:
During a microsurgical anterior cervical discectomy, osteophytectomy, allograft fusion with placement of anterior cervical locking plat-c5/6 - c6/7, the pin was inserted. The pin broke off inside the pt. The portion in the bone was left and drilled down. The remainder of pin will not be returned. Pt suffered no adverse effects.